Event description:
It was reported that the patient experienced pericardial effusion. During a watchman flx pro procedure, a patient with a pre-existing baseline pericardial effusion, documented on pre-procedure transesophageal echocardiography (tee) beneath the right ventricle (rv) and confirmed at case start using a non-boston scientific intracardiac echocardiography (ice) catheter, underwent transseptal access with the versacross connect laac access solution. While attempting to identify the optimal transseptal puncture location, the physician inadvertently crossed the interatrial septum, potentially through a patent foramen ovale (pfo), using the transseptal rf wire at a superior/anterior location. The wire was withdrawn and repositioned in the superior vena cava (svc) for a repeat attempt. No immediate complications were observed following this initial crossing. A second transseptal puncture was subsequently performed at the intended inferior/posterior location. Following septal flossing with the watchman trusteer access system, the physician was unable to advance the ice catheter across the septum. Ice imaging at that time demonstrated a progressively enlarging pericardial effusion. The procedure was immediately aborted, and pericardiocentesis was performed. Dark red blood was aspirated from the pericardial space, and the patient received additional blood transfusions. The patient remained stable following the intervention.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.